Event description:
It was reported that the patient¿s ilet insulin pump had a cracked screen, and a replacement device was arranged while the patient continued using the current unit. Symptoms included no reported adverse clinical effects or blood glucose impact. Outcomes included continued therapy without interruption and planned return of the damaged device. Investigation included customer interview and verification of safe use guidance, including device shutdown steps and data synchronization to the mobile app and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with screen breakage, with no functional performance issue reported for insulin delivery or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.